Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient. It was reported that they were experiencing a loss of therapy. The patient stated that therapy helped their back at first, but then they stopped getting any effect. The patient was getting a lot of vibration/charge going through their body but it wasn't helping their back. It was reported that the patient tried making adjustments but they were having problems with it. The patient stated that they would change their voltage and the programmer would show the correct voltage. However, the next time they would use the programmer it would show that the voltage went back to the prior setting and not the new one that they set. The patient stated that they turned therapy off and hadn't used it. It was reviewed that the adjustment problem could be related to adaptive stimulation (as) and that the patient would need to stay in the same position for three minutes after adjusting. The patient¿s implantable neurostimulator (ins) wasn't turned on at the time of the call. The patient stated that their ins was probably dead and they might need a jump start. It was noted that the patient hadn't tried using their recharger or programmer yet. It was suggested that the patient try using their external equipment to see if they could connect. The patient stated that they hadn't charged their ins in over 12 months. It was noted that the issues occurred over a year ago as well. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they quit using their implantable neurostimulator (ins) when the voltage wouldn¿t maintain the setting that they raised it to. An example was that they might have set the voltage to 5.7v, then raised the setting to a higher reading. The patient stated that they would expect that the next time they turned the device on that it would read the most recent setting they gave it. However, after several times where it didn¿t hold the latest setting and reverted to a prior setting, they became frustrated with it and quit using it. The patient stated that other than unsuccessful efforts to use it without having to correct the voltage setting, they took no steps to resolve the problem. It was noted that the issue was still not resolved. No further complications were reported or anticipated.